Event description:
It was reported that the plate was noticed to be broken four weeks post-op. A revision surgery was done and the plate was replaced. No further issues reported. No further details available at this point.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this event is failure to follow the post-op rehab protocol. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. Per product directions for use (dfu-0192), post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress and, until healing is complete, the fixation provided by this device should be protected. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.